Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending. Note: the device section was explanted in (B)(6) 2019. On (B)(6) 2019 will be estimated and identified as the explant date.

Event description:
On an unknown date in 2017, the patient was implanted with a gore® acuseal vascular graft as a shunt for dialysis. The patient tolerated the procedure. On an unknown date in early(B)(6) 2019, the device was noted to be infected. It was reported that the cause of the infection was unknown, and that the patient did not have pre-existing infection. On an unknown date in (B)(6) 2019, the gore® acuseal vascular graft was partially removed. During the removal, it was noted that the graft appeared to be delaminated around 1cm. The patient tolerated the re-intervention.

Manufacturer narrative:
Corrected data: b2: outcomes attributed to adverse event. Additional manufacturer narrative: g5: combination product.